Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Signals in the run data file indicate that the elevated wbc content in the platelet product was likely a result of a continuous escape of wbcs from the lrs chamber during a portion of the procedure. There are no events (adjustments, changes in pump speed, substate changes, etc.) In the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available information, it cannot be ruled out that this leukoreduction failure could be donor-related.